Manufacturer narrative:
Date of event: the exact date of the event is unknown. The article was published in print 02-mar-2020. Other (code unspecified): device identifier not provided and device not returned. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The senior author stated the nurse did not count the number of v.a.c.® granufoam¿ dressing pieces and the event is considered use error by the nurse. This event is being reported as a potential user error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 13-mar-2020, the following information was received by kci after a review of journal article; heterotopic ossification: a preventable case of gossypiboma in spinal cord injury. Doi.org/10.12968/jowc.2020.29.sup3.s30: the article noted the patient had a stage 4 pressure ulcer where a gossypiboma from a retained granulation foam sponge after negative pressure wound therapy was discovered during follow-up. At eight weeks subsequent to the discharge, the patient presented to the emergency department with complaints of left ischial erythema, drainage and a retained piece of vac foam. The area around the black foam (the gossypiboma) was encapsulated and had a severe, hyperaemic granulomatous reaction with bony tendrils extending well posterior and caudal to the ischium. The retained foam and the firm surrounding tissues were completely resected. Osteotomies were performed, separating the heterotopic ossification and gossypiboma from the ischium. The firm surrounding tissue was confirmed as heterotopic ossification. The defect was reconstructed with posterior thigh fasciocutaneous flap. The retained foam was deeply integrated with surrounding tissue and necessitated two surgical procedures for extirpation and reconstruction. The patient recovered well with no complication at one month follow-up. There were no systemic symptoms. On 18-mar-2020, the following information was provided to kci by the senior author: the event was not due to a malfunction or related to a kci product. The nurse did not count the number of v.a.c.® granufoam¿ dressing pieces and the event is considered use error by the nurse. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history review and a device evaluation could not be performed.